Event description:
(B)(4) clinical study. It was reported that post coronary stenting procedure, in-stent restenosis and chest pain. In (B)(6) 2010, the patient presented with stable angina (ccs class 1) and cardiac catheterization was recommended which revealed three target lesions. Target lesion #1 was 99% stenosed and located in the 1st diagonal. It was 22 mm long with a reference vessel diameter of 4 mm and treated with pre-dilatation and placement of a 4.00 x 24 mm taxus liberte stent with 9% residual stenosis. Target lesion #2 was 80% stenosed and located in the distal right coronary artery (rca). It was 6 mm long with a reference vessel diameter of 3 mm and treated with direct stent placement using a 3.00 x 8 mm taxus liberte stent with 9% residual stenosis. Target lesion #3 was 80% stenosed and located in the right posterior atrioventricular artery (r-pav). It was 10 mm long with a reference vessel diameter of 2.75 mm and treated with direct stent placement using a 2.50 x 12 mm taxus liberte stent with 9% residual stenosis. The following day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with burning chest pain which radiated to the left arm. Coronary angiography revealed 75% distal stenosis in the rca (target vessel); 80% stenosis in the right posterolateral descending artery and 75-80% stenosis of the r-pav. The distal rca was treated with direct placement of a 3.50 x 12 mm promus element stent with residual stenosis less than 10%. The mid rca was also treated with direct placement of a 3.50 x 16 mm promus element stent with residual stenosis less than 10%. The following day, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).